Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ave instrument involved with this complaint and performed failure analysis evaluation. The instrument was found to have the curved blade broken at the tip. A piece approximately 0.387" x * 0.068" was found to be broken off. The broken piece was not returned. Components adjacent to this broken fragment did not show damage.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with neck anastomosis procedure, the tip of the harmonic ace instrument was found to be broken. An unspecified radiological test was performed to check the patient and no foreign body was found. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.